Event description:
Syudy event: device malfunction: none. Symptoms/ae: myocardial infarction. Time of symptoms/ae: post procedure. It was reported that approximately 12 hours post an uneventful right internal carotid artery stenting procedure, the patient experienced 2 episodes of severe, midsternal chest pain. IV nitrates were started and cardiology was consulted. The patient was diagnosed with a non-st elevation myocardial infraction. Due to her extensive pre-existing cardiac history, including 17 prior cardiac catheterizations; she refused another cardiac catheterization during this hospitalization. The patient was discharged to home 4 days post procedure. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.